Event description:
A customer reported the system was cutting off on its own. Additional information was received from the biomedical department advising that this has happened many times, and this event prompted a call to technical services to have the system checked. The reported event occurred during set up with no patient involvement. The system was rebooted and functioned normally to perform the scheduled case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).